Manufacturer narrative:
Device was used for treatment, not diagnosis. Literature published date - april 8, 2017. This report is for three (3) 7.3mm self-tapping partially threaded (length 32 mm) steel cannulated screws (part # unknown, lot # uknown). Patient code (B)(4) is for complete fixation failure - lack of posterior cortical support and malreduction seen on x-ray. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. Report was initially submitted on august 6, 2017 but the FDA site was down. Advised by FDA on august 15, 2017 to resubmit medwatch. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after subsequent review of the following literature article: filipov, orlin, stofell, karl, gueorguiev, boyko, sommer, christoph (april 8, 2017). Femoral neck fracture osteosynthesis by the biplane double-supported screwfixation method (bdsf) reduces the risk of fixation failure: clinical outcomes in 207 patients. Archive of orthopaedic and trauma surgery volume 137, pages 779-788 ((B)(6)). The purpose of this article was to evaluate the clinical outcomes from the first 5-year period of biplane double-supported screw fixation (bdsf) clinical application method for femoral neck fracture fixation. The subjects of this study were 207 patients with displaced garden iii-IV femoral neck fractures treated with bdsf in the 5-year period (2008-2012). The subjected patients comprised 42 males (age range 49-99) and 165 females (age range 39-93). In the bdsf procedures, three 7.3-mm self-tapping partially threaded (length 32mm) steel cannulated screws were used. This is 4 of 8 for (B)(4) this report is for three 7.3mm self-tapping partially threaded (length 32 mm) steel cannulated screws (part # unknown, lot # uknown) involving one (B)(6) female patient who experienced a complete fixation failure; lack of posterior cortical support and malreduction are seen on postoperative x-rays. A copy of the literature article is being submlitted with this medwatch